Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, imaging was difficult due to anatomy. Tcds0301-xtw; 50115r1069 xtw was implanted. The triclip has single leaflet device attachment(slda) from the septal leaflet. Triclip (tcds-50212r1013) was implanted to stabilize the slda. The tr was decreased to grade 2 post procedure. There were no adverse patient effects or clinically significant delay reported. No additional information was provided.

Event description:
It was reported on (B)(6) 2025, that the patient presented with grade 4+ functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, imaging was difficult due to anatomy. Tcds0301-xtw; 50115r1069 xtw was implanted. The triclip has single leaflet device attachment(slda) from the septal leaflet. Triclip (tcds-50212r1013) was implanted to stabilize the slda. The tr was decreased to grade 2 post procedure. There were no adverse patient effects or clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine the cause for the reported slda. The reported poor image resolution was due to anatomy and quality image. The reported unexpected medical intervention was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.